Event description:
It was reported that during preparation of the 5.0x150mm armada 35 balloon dilatation catheter, it could not maintain negative pressure. A shorter balloon was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak or noted a pinhole like rupture/tear in the balloon material. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.